Event description:
Resident has a specialty wheel chair. The lift was on patient's left side, and the bed was on her right side. The cnas hooked up the resident with top loops on red and bottom/leg loops on silver. Cnas started lifting resident. Her feet were straight out. They cleared the chair and paused to get resident's weight. They started to pull back. One cna was guiding the resident and the 2 cna was guiding the legs. The top left shoulder loop came off and resident fell. The cnas tried to break the fall. Resident was parallel to wheelchair and fell on floor. The resident sustained a left 2nd and 3rd rib fracture.